Manufacturer narrative:
(B)(4). (B)(6). The complaint device remains implanted, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was implanted in the pancreatic duct on (B)(6) 2016 as part of the e7089 short term pancreatic stenting clinical study. On (B)(6) 2016, the patient underwent the study stent placement procedure in order to drain the pancreatic duct. In addition to the study stent placement, the patient also underwent pancreatic stone extraction which included balloon sweep and balloon dilation. Contrast was injected into the pancreatic duct from the main pancreatic duct beyond genu to the mid-body of the pancreas. The pancreatic duct was dilated 6 mm and the advanix¿ pancreatic stent was placed without any issues. The intended duration of implantation was 1 week or less. According to the complainant, on (B)(6) 2016 the patient experienced a non-serious instance of acute pancreatitis. The event is non-serious, but deemed related to the advanix¿ pancreatic stent and stent placement procedure. No action was taken to treat the pancreatitis and the event is resolving. On (B)(6) 2016 the patient underwent a biliary re-intervention procedure, during which a second advanix stent was placed without issues. The site did not associate the re-intervention with the pancreatitis. The patient is currently recovering.